Event description:
It was reported that the tubing of the infusion set become separated from the luer lock. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.